Manufacturer narrative:
Device evaluation - the stent remains in the patient and the delivery device was not returned; therefore, no direct product analysis will be available, as no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that 739 days after a coronary drug eluting stenting procedure, treatment that the patient required a target vessel reintervention (tvr). The patient was admitted on the day of the coronary index procedure for further evaluation of angina and abnormal nuclear stress test which revealed a moderate defect of moderate severity involving the inferior wall and was predominately reversible. Target lesion 1 (10mm long) was identified in the mid right coronary artery (mid rca), with 90% instent restenosis and a 3.5mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.5mm x 20mm taxus express stent. There was no residual stenosis. There were no reported complications and the patient was discharged the next day on aspirin and clopidogrel. At 738 days after the coronary index procedure, the patient was admitted with burning chest pain exertion that radiated to his neck and was associated with diaphoresis. The patient was taking aspirin and ticlopidine. It was decided the patient would benefit from a coronary artery bypass graft (CABG) which was scheduled the next day. The patient underwent CABG as follows: left internal mammary artery (lima) to left anterior descending artery (lad), saphenous vein graft (svg) to diagonal (diag) svg to obtuse marginal branch (om) svg to rpda. The patient was noted to have had focal in-stent restenosis of a previously placed stent. Of note, the patient also had a balloon pump placed at this time. The patient was discharged five days later with a prescription of aspirin and ticlopidine.